Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that the balloon rupture was the result of interaction with the heavily calcified lesion. In addition, the resistance noted during removal and radial separation of the balloon material was likely the result of the ruptured balloon material catching on the introducer sheath during removal. The additional medical intervention to embed the separated balloon material using a stent was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left popliteal artery with severe calcification. The calcified popliteal artery stenosis was first dilated with a 5 mm cutting balloon and the 7x60 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated to 10 atmospheres (atm) and the balloon ruptured. Then a 7fr sheath was placed in the right femoral artery and as the ruptured balloon was attempted to be withdrawn, there was resistance. When the catheter was removed, it was noted the balloon had broken inside the patient. On x-ray, one marker was on the right, and the other one was on the left. The sheath was withdrawn to the right and the first marker was retrieved using a 10mm snare. It was noted that there was no balloon but only marker. It was attempted to remove the second marker with the balloon with the snare but this was not successful, so it was decided to trap the marker with the balloon to the external iliac artery with a stent. The marker stopped moving, and the procedure was completed. On (B)(6) 2021, the patient was undergoing pre-scheduled bypass surgery, and after the left common femoral artery was clamped and opened, the balloon catheter was seen there. The balloon was pulled and the balloon was removed completely. The patient did not have the procedure to remove the balloon, but it was removed during the procedure that was needed, regardless of the ruptured and jailed balloon. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Date of event: estimated date. The device is returning for analysis; however, it has not yet been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.